Manufacturer narrative:
There were two reported events. One of the events had a sample returned for evaluation. The other event did not have a sample returned. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model mc1416 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the two events, both involved patients with no reported injuries. The age, weight, and gender of one of the patients were not provided. The other patient was a (B)(6) year-old female, of (B)(6) kgs.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1416 biopsy instruments allegedly self-activated. These reports were received from various sources. Of the two events, both involved patients with no reported injuries. The age, weight, and gender of one of the patients were not provided. The other patient was reported to be a 50-year-old female, weighing 70kg.

Manufacturer narrative:
H10: the lot number was provided for both devices and lot history reviews were performed. Of the two reported malfunctions, one device was not returned and other device was returned for evaluation. Self-activation was observed in the one returned device. A root cause has not been determined. The devices were labeled for single use.